Event description:
It was reported that the physician attempted to use a 2.25mm diameter x 24mm length endeavor resolute (rx) drug-eluting stent to treat a target lesion located in the cx artery, which had a severe degree of calcification with moderate vessel tortuosity with 90% stenosis. The device was prepped as per IFU with no abnormalities noted. A pre-dilation balloon was used and inflated 3 times to a maximum of 20 atms. It was reported that resistance was felt during lesion penetration but no force was used to deliver the device across the lesion. When the device was pulled back from the patient, it was noted that the stent was damaged. It was reported that the patient expired (date and cause of death unknown), however it was also reported that the patient death not related to the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed (no device or cine images returned for evaluation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion and 90% stenosis). Evaluation conclusion: device failure / lack of effectiveness related to patient condition (patient lesion morphology, calcified lesion and 90% stenosis). Known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm complaint (no device or cine images returned for evaluation). (B)(4).